Event description:
The pt indicated the tip of the catheter "broke off." The pt reported being at a e.r. For bleeding. An "internal scope" was used to try and locate the tip which was not found. A foley catheter was inserted and cipro was prescribed. The pt was to be seen for follow-up on 3/26/97. When questioned, the pt indicated he re-uses the catheter as many as 4 or 5 times. He washes them in warm water and soaks them in alcohol prior to reuse. He indicated he rinses them in warm water immediately before inserting.